Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2021-02231. It was reported that the patient experienced discomfort at the base of the skull and the ipg site when stimulation was on. Troubleshooting revealed high impedances on contacts 9-16. As a result, surgical intervention was undertaken on (B)(6) 2021 wherein the lead was explanted and replaced resolving the issue. It is unknown which lead was explanted; therefore, both leads will be reported.